Event description:
It was reported that this pacemaker exhibited a gradual increase, but still within range, impedance measurements on the right ventricular (rv) lead. The lead involved is a non boston scientific product. Boston scientific technical services (ts) was consulted and upon review, sensing and thresholds were found to be stable. Isometric tests were performed and no noise was reproduced. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).